Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the glucocard expression was giving low readings. Customer stated meter reads low when blood glucose is not. This morning her caregiver tested her at 20. She did not display any symptoms and in fact she "appeared very lively". Patient is aware of her lows and highs and did not feel low at all. Per her care protocol. She was given orange juice by the caregiver and the paramedics were called. She thinks this was around 10 am or just after. The paramedics arrived and tested her and found her bg at 215. Paramedics advised to drink water and take her insulin to treat the high blood glucose. No other care was given and they left the premises around 11 am. No change in medications, exercise or diet. Alcohol preps used to clean finger, but may be still wet when testing. Advised to allow finger to dry completely before lancing. Storage ok and controls used were in range. Customer got on the phone and told me that the meter was "a piece of crap." She was not happy about having to "poke her fingers and use this antique." Replacing product.